Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12, and noted there were no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with pump reset information and helped the caller reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appears again, which the caller acknowledged and understood.